Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03624, 3652).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, fluid collection in right hip, pseudotumors, metal wear, metal on metal reaction, and right hip abductor deficiency. A review of invoice history confirmed both surgery dates and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, fluid collection in right hip, pseudotumors, metal wear, metal on metal reaction, and right hip abductor deficiency. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.